Event description:
Post sheath removal in a ta tavr procedure, an apex injury occurred requiring surgical repair. An edwards valve was successfully deployed 50/50 with no paravalvular leak. While removing the ascendra 3 sheath, the sutures tore through the heart muscle during closure. It was attempted to place the patient on surgical bypass, but the bypass cannulas could not advance transfemorally. The patient was converted to an open heart procedure and the tear was repaired. The patient was now stable, and remained on pump. During the procedure and conversion to open surgery, the patient lost a lot of blood. Throughout the post procedure stay, the patient never recovered, and the team was unable to close the chest. The patient¿s family decided to take the patient off of life support, and he expired 8 days post procedure. The patient¿s native annulus diameter was 23.7mm, with moderate native annular calcification, and mild aortic root calcification. It was perceived that the tear was a result of the patient¿s friable tissue.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the patient¿s advanced age and friable tissue likely contributed to the apex tear. IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.